Event description:
It was reported that the lead insulation was stretched during implant after the lead was being removed due to difficulty putting the lead back into the introducer. The helix was unexpectedly extended upon pulling on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.